Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. A DHR review and/or a service history review were not possible because the customer did not provide a serial number for the device. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Additional information received on 19-june-2023 via email: in all 3 events the cadd cassette was filled with a hazardous anti-cancer drug, blinatumomab so product will not be returning. A total of 5 different pumps were used across the 3 events. The original 3 pumps used, then another pump for each of events 2 and 3 when the original pumps alarmed. For event 2 the change of pump resulted in successful administration, no alarm occurred with this pump. Serials numbers are not available and ehl cannot be provided. Operator of device was updated from health professional to patient/lay user. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
(It was reported the pump stopped flowing in early hours of (B)(6) 2023 with alarm? High pressure alarm". Patient presented to hospital. No adverse patient effects were reported by the customer".